Event description:
The patient's daughter reported that the patient had 4 devices that were not delivering insulin causing the patient to experience hyperglycemia as high as 600. Patient's daughter stated the patient was getting all kinds of critical readings, throwing patient in to dka. Daughter did not know if the gray indicator moved, the daughter stated that she removed the v-go device and gave the patient 25 units of insulin via syringe and checked patient levels a few hours later to find out that the glucose levels had not gone down. Patient daughter then gave patient another 25 units of insulin and checked it again and seemed to go down a little. The patient was admitted to the hospital on (B)(6) 2021 and has not been released yet. The v-go devices in question are not available.

Manufacturer narrative:
The zealand pharma ae assessor called patient. Patient's daughter (B)(6) answered the phone. (B)(6) is reporting she was the person who contacted the v-go company and the patient is still admitted to the hospital. The v-go patient is (B)(6) year old female with type 2 diabetes. Patient has been using the v-go 20 device with humalog insulin for 3 years. Over the past 2 weeks patient had 4 devices that were not delivering insulin. All devices have been discarded. Daughter denies any issues with adhesion. No leaking. Needle button cover and pin was removed. Needle button pressed and stayed down. They were able to press the bolus button, it did not lock out. The device was filled with insulin. Insulin was not expired or cloudy. They needed to press and slide the needle release button to remove the v-go device. When the device was removed it was completely filled with insulin, the grey indicator button did not move. The client does not wear a continuous glucose monitor. Prior to (B)(6) 2021 they realized the devices (3) were not delivering insulin, removed and applied new device, blood glucose readings were elevated, they were caught prior to being critical. On (B)(6) 2021, patient was not feeling well, tested her blood glucose (finger stick) and blood glucose registered high >500. Since the patient was not feeling well, daughter removed the device and gave 25 units of insulin. After a few hours blood glucose readings continued to register high >500. Patient daughter gave additional 25 units of insulin, the number came down slightly. On (B)(6) 2021 patient was admitted to the hospital, ICU, dka. Daughter is reporting blood glucose reading of 600. No acute infections or illnesses are reported. Covid test is negative. No history of using steroids are reported. Patient was transferred to regular medical floor on (B)(6) 2021 and is still admitted in the hospital. They are continuing to monitor and treat patient's blood glucose readings. Daughter did not disclose additional health concerns.